Event description:
The accounts maintenance stated that the pt positioning monitor (ppm) will not alarm at the bed, but it does send a call to the nurses' station.

Manufacturer narrative:
The account has not completed repairs.